Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was cracked and chipped by the front left and right bottom corners. Review of the event history log showed an occurrence of "acu watchdog." The investigation found that the device duplicated the reported issue during the power up process as an intermittent error. The investigation determined that the main printed circuit board not operating as intended was the cause of the reported issue. The main printed circuit board was replaced. A DHR review is not applicable in this case because the defective component (main board) is not evaluated or tested in any way by smiths prior to distribution to the customer. The medfusion main board manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No causes or potential causes of the customer reported problem were found during the review of service and repair DHR.

Event description:
Information was received indicating that the pump exhibited an "acu watchdog failure" alarm. No adverse patient effects were reported. It was indicated that the fault did not occur while in use with a patient.